Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving a low scan result on the adc device, compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic, unable to self-treat, and required 8 units of insulin (type unspecified) from a non-healthcare professional (non-hcp). In addition, the non-hcp provided a large amount of food as corrective treatment. There was no report of death or permanent impairment associated with this event.